Manufacturer narrative:
Batch review performed on 03 may 2023: lot 1901400: (B)(4) items manufactured and released on 28-jun-2019. Expiration date: 2024-06-17. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for shell loosening, about 9 months post-primary. The surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.